Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out of range shock impedance measuring greater than 171 ohms. The trends showed the shock impedance measurement gradually increasing. There was noise on the coil egm and some stored high-rate episodes. The plan is to perform a 1.1 and 41 joule shock with the patient under sedation to verify the true shock impedance. No adverse patient effects were reported. This ICD and right ventricular (rv) lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. A data transmission was requested and showed this ICD recorded high out of range shock impedance measuring greater than 171 ohms. The trends showed the shock impedance measurement gradually increasing. There was noise on the coil egm and some stored high-rate episodes. The plan is to perform a 1.1 and 41 joule shock with the patient under sedation to verify the true shock impedance. Subsequently, the device was interrogated and again showed high out-of-range shock impedance measurements. It was suspected that the rv lead was fractured. The rv lead was cut, capped and a new rv lead was implanted. No additional adverse patient effects were reported. This ICD remains in-service, and the rv lead is electronically deactivated but remains implanted.